Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit after the customer changed the batteries. The customer's blood glucose was 101 mg/dl. The discontinuation of the device was advised. Nothing further was reported.